Manufacturer narrative:
Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was apparent explant damage.

Event description:
It was reported that the patient was experiencing worsening symptoms of fatigue and exhaustion since their device changeout. No capture was observed on the left ventricular (lv) lead. The lv lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing worsening symptoms of fatigue and exhaustion since their device changeout. No capture was observed on the left ventricular (lv) lead. The lv lead was removed and replaced. No further patient complications have been reported as a result of this event.